Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 with a blood glucose level of about 500 mg/dl. Customer stated that she lost the pump the night before. Customer was hospitalized due to diabetic ketoacidosis. Customer stated that she was given an IV of fluids and she started using her other pump as a back-up. Customer stated that she was off the pump for about 12 hours prior to the hospitalization.